Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. During preparation for a pulsed field ablation procedure to treat atrial fibrillation, air bubbles were observed with the faradrive steerable sheath. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.